Manufacturer narrative:
Continuation of d10: product ID 39565-30 lot# serial# (B)(6) implanted: 2009-(B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep provided the serial number of the ins that the frayed leads were connected to.

Event description:
The health care professional reported that upon removal of the extensions, it became clear that there was gross fraying of the insul ation of the white-encoded 0 to 8 lead electrodes. Subsequent interrogation confirmed that this portion of the device was nonfunctional. The other portion of the lead was then interrogated, and found to be only slightly dysfunctional and therefore, the decision was made to attempt to utilize this half of the paddle.

Manufacturer narrative:
Continuation of d10: product ID 39565-30 lot# serial# (B)(6) implanted: 2009-(B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# :(B)(4), implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(4) ubd: 09-oct-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider (hcp)) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the plan of the surgery was to connect a new ins into new extensions on the left side of the body.¿an incision was made near the connection point of the extensions and the paddle lead. Nothing out of the ordinary presented itself. Once the boots of the old extensions were removed, we noticed that the 0-7 part of the paddle lead appeared damaged (frayed and partially exposed wires). The 8-15 part of the looked normal. We tested the lead and the 0-7 contacts were all high impedance (greater than 40,000). The 8-15 part of the lead was normal except for contact 10 which was also high impedance (greater than 40 ,000). The hcp determined that putting new extensions on the leads was not a good option and chose to plug the 0-7 inlet of the ins because he was worried that if a new paddle was to be implanted the lead may get stuck in the ins. He then inserted the 8-15 part of the lead with no issue. The extensions were removed, the 0-7 port of the ins was plugged, and the 8-15 portion of the lead was inserted into the ins for possible programming options. We will first try to get coverage with the portion of the lead that is available to us. If this is not working, the hcp will have a discussion with the patient to see if he wants to replace the paddle lead.